Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth and loss of best corrected visual acuity (bcva) in right eye two weeks post treatment. The topical steroid dosage was increased and flap was irrigated. The patient complained of blurry vision and that she has to squint. Bcva right eye pre-op 20/20 post-op 20/50. Bcva left eye pre-op 20/20 post-op 20/20.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.